Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred 2 days after the sensor had been inserted in the arm. On (B)(6) 2024, when the cgm reading was reading low, the patient self-treated with carbohydrates. After this, the patient experienced feeling unwell. The patient took a fingerstick and the cgm was reading low, and the blood glucose reading was 30.1 mmol/l. The patient also tested ketones, and these were 0.1 mmol/l. The patient went to the emergency room and received treatment with intravenous insulin. The patient recovered and was discharged after 5 hours. At the time of the report the patient was stable and good. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient self treated with carbohydrates. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.